Event description:
Boston scientific received information that this lead was removed from service for an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing and efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
Additional information was received confirming this lead was removed from service due to pocket erosion. The lead will not be returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.